Event description:
It was reported that (3) tsw45 and (3) tr45w device was used during a various gyn procedure. It was reported by the rep that during the past few cases involving the uses of the tsw45 and tr45w. The surgeon experienced problems with hemostasis along the staple line. The surgeon used a cautery to achieve the hemostasis and complete the case. There was no consequence to the pt.